Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent revision procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.

Event description:
It was reported that patient had high impedances. The patient underwent revision procedure. No further information has been obtained. Additional information stated that the patient was doing well postoperatively.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. We completed a good faith effort to obtain the information, but it was unable to be obtained. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem will be used.

Event description:
It was reported that patient had high impedances. The patient underwent revision procedure. No further information has been obtained. Additional information stated that the patient was doing well postoperatively.